Event description:
Healthcare professional reported that they injected the patient with skinvive¿ by juvéderm® in the morning. At the time of injection there were no changes or pain or discoloration noticed. However, 4 days later the patient reported with a considerable bruise and small lesions in the region, as if it were a skinned with initial diagnosis as onset of necrosis. The patient stated that face was sore to sleep and turned purple the next day. Patient felt better since then, but they were afraid of staining skin because it was dark in the area. The patient started using a corticosteroid ointment containing betamethasone on their own and felt that there had been some improvement since the previous day. Patient was prescribed dexamehason, zina and trok n ointment. Symptom is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.